Event description:
It was reported that the patient experienced elevated blood glucose levels (>600 mg/dl). The patient's mother treated her with insulin injections. The patient was taken to the emergency room; however, no treatment was administered, as the patient's blood glucose was no longer elevated, due to injections. Upon removal of the pump, it was reported that insulin was leaking from the luer connection.

Manufacturer narrative:
The patient reported that there was a crack in the luer connection between the cartridge and infusion set. It is unknown if the cartridge or infusion set is damaged. The patient reported dropping the pump on the luer connection prior to discovering the insulin leak. The cartridge in question has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.